Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec¿d 03/15/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, sweling and clicking noises.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jul 05, 2017: pfs and medical records received. In addition to what was previously alleged, pfs also alleges discomfort and limitation in motion. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metallosis. There was reported fluid collection laterally along the trochanter with obvious erosive changes in the proximal femur and lateral aspect of the greater trochanter. Femoral trunnion was noted to have corrosive changes. There was not any sign of obvious purulence. Laboratory results for cobalt/chromium shows below 7 (unknown unit). Stem is now being added for the reported corrosion. This complaint was updated on: jul 20, 2017.